Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had dislodged. Programming changes were made to change the device mode to ventricular demand pacing (vvi) . The patient was stable.